Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 19079598/19099837.

Event description:
It was reported that the patient was experiencing inadequate stimulation and underwent an explant procedure. All devices were explanted and were not returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation and underwent an explant procedure. All devices were explanted and were not returned.